Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and had high impedance on the right lead. The patients ipg and leads were replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively, and the explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past few months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18775676.